Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18ga 1in blunt fill sla had foreign matter inside the package. The following information was provided by the initial reporter: when picking up the needle in the material drawer, it was found that there were insects inside the package.

Event description:
It was reported that needle 18ga 1in blunt fill sla had foreign matter inside the package. The following information was provided by the initial reporter: when picking up the needle in the material drawer, it was found that there were insects inside the package.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/10/2020. H.6. Investigation: the sample was made available by the client and evaluated internally by bd, confirming that it is an insect in the product and dispensing with the analysis of a specialist. Records of insect catches in the light traps distributed by the factory during the production period of the batch in question were reviewed. Based on the review carried out, it was found that the capture rate in the traps close to the potential contamination sites of the material remained low, with a total number of catches of 18 mosquitoes divided into 3 light traps. In addition, a round was held in the sector where the material in question is produced and it was found that there are small holes in the lining and some spots on the machines that require a review of cracks and openings. DHR analysis was performed and no occurrences potentially related to the problem were observed. During the batch manufacturing process, no record of any occurrence of the foreign matter defect (insect) was identified. During the manufacture of this batch, visual inspections were carried out with pre-determined frequencies, which aim to ensure that the product meets the specification without the presence of any foreign matter in all stages of manufacture. H3 other text : see h.10.